Manufacturer narrative:
A getinge field service engineer(fse) evaluated unit. Fse confirmed unit was leaking helium when helium tank valve was closed. Replaced o-ring on pump console, tightened the connection point from helium line to helium regulator on cart. Retested helium leak check and device did not leak more then 20 psi in 5 minutes. Also performed leak check on pump and device did not leak more then 3 psi in 30 minutes. Equiment passed all functional testing. Unit returned to customer.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) unit was leaking helium, no patient was involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.